Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case was broken. It was also noted that the lower case was broken, one bail cover was broken, the lead flex cover was broken, the battery contacts were compressed, one bail was bent and the keyboard was scratched. (B)(4).

Event description:
It was reported that the upper casing of the external pulse generator was cracked. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.